Event description:
It was reported that post op of a right hemicolectomy procedure, the patient was reoperated a few days later for post op bleeding. The surgeon over sewed the staple line with suture. The amount of blood loss is unknown. The patient did not receive a blood transfusion. During the original surgery the device fired properly. A competitor's device was also used throughout the case. The device was discarded.

Event description:
After multiple attempts to obtain additional information, no further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional information received on 2 sept 2010:everything was fine during the case. One of the staple lines was bleeding, and a leak was identified in the middle of the staple line. There was also a leak at the top of a staple line. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.